Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metal coils/6 fragments of a metallic sterilization device consistent with essure') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, dyspareunia, endometriosis, uterine fibroid and uterine polyp. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), genital haemorrhage ("heavy bleeding"), headache ("headache") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal, hysteroscopy and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, genital haemorrhage, headache and fatigue outcome was unknown. The reporter considered abdominal pain lower, device breakage, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: product removal date updated from (B)(6) 2019 to (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure devices in good position slightly lobulated contour of the endometrial cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fragments of metal coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Reporter information, patient medical history, event: fragments of metal coils added. We received a lot number in this case. A technical was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of metal coils/6 fragments of a metallic sterilization device consistent with essure') and pelvic pain ('pain') in an adult female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, dyspareunia, endometriosis, uterine fibroid and uterine polyp. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), genital haemorrhage ("heavy bleeding"), headache ("headache") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, essure removal, hysteroscopy and partial hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, abdominal pain lower, genital haemorrhage, headache and fatigue outcome was unknown. The reporter considered abdominal pain lower, device breakage, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: product removal date updated from 01-jun-2019 to 16-oct-2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure devices in good position slightly lobulated contour of the endometrial cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fragments of metal coils. Lot number:20208777 manufacturing date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jul-2021: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headache"), fatigue ("fatigue") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, headache, fatigue and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), genital haemorrhage ("heavy bleeding"), headache ("headache") and fatigue ("fatigue"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, headache and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure devices in good position slightly lobulated contour of the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), genital haemorrhage ("heavy bleeding"), headache ("headache") and fatigue ("fatigue"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, headache and fatigue outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral essure devices in good position slightly lobulated contour of the endometrial cavity.. Most recent follow-up information incorporated above includes: on 15-dec-2020: medical records received. Lot number added. Medical history, reporter information, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), headache ("headache"), fatigue ("fatigue") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, headache, fatigue and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.